Event description:
An unk size aneurx bifurcated stent graft and it components were implanted in a pt for treatment of an abdominal aortic aneurysm. Aneurysm size and vessel morphology at the time of the implant are unk. It was reported approx 10 mos post stent graft implant the pt presented with a ruptured aneurysm. The physician elected to remove the stent graft from the pt. The physician surgically converted the pt to a conventional stent graft. The stent graft was not returned for eval. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Evaluation codes results: lack of information (aneurysm and vessel morphology are unk, no device returned for evaluation and unable to obtain additional information). Inherent, risk of procedure (rupture). Conclusion codes: lack of information (aneurysm and vessel morphology are unk. Unable to obtain additional information).